Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise oversensing on atrial channel was observed on remote and in clinic follow-ups. Device was reprogrammed and no noise was noted. Patient was stable throughout the event.